Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed that the iabp unit was continuously failing autofill. Further investigation revealed that the brass check value fitting will not stay tightened in the helium reservoir assembly causing the helium loss and inability to fill. The fse replaced the helium reservoir assembly. The fse also replaced the safety disk and tidal disk. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak and would not fill up the balloon. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: tel - (B)(6).

Event description:
N/a